Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the system for leaks and air on the reagent probe and replaced the sample syringe to discard sample aspiration issues. The cse calibrated the ee2 method, which was validated successfully. The cse ran quality controls (qc) and precision testing, which were within range. The cause of the discordant, falsely depressed ee2 result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed enhanced estradiol (ee2) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The result did not match a result previously obtained for the patient. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ee2 result.